Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. The procedure was completed using another needle device, per the instruction manual recommendation to ¿always have a spare instrument available in case the primary instrument malfunctions.¿ as a preventive measure against breakage, the instruction manual warns, ¿do not use an aspiration needle that has an irregularly bent or deformed needle tube.¿ ¿do not apply bending force to the handle section. Doing so may damage the instrument and/or endoscope.¿ ¿if using the same instrument several times during an operation, confirm there is no irregularity of the instrument before inserting it into the endoscope.¿ and ¿do not try to straighten a bent or deformed needle with your hands because the needle may break.¿ the instruction manual also has directions for pre-procedure visual inspection and functional verification of the needle. For the attachment of the needle device to the endoscope, the instruction manual states, ¿connect this instrument to the biopsy valve in proper direction¿ otherwise, this instrument may not function properly, causing bleeding and mucosal membrane damage in patient and/or equipment damage.¿

Event description:
Olympus was informed that in the middle of an fna biopsy, during an attempt to withdraw the sample, at least 5 inches of the distal length of the needle tube broke from the rest of the device, with the distal tip remaining in the patient¿s lymph node. The broken off length was retrieved using a foreign body grabber, and the procedure was completed with another needle device. There was no reported patient injury or other device fragment fallen into the patient. It was reported that prior to the breakage, the needle device kept disconnecting from the endoscope when the slider was operated, and that the needle gradually became bent over the course of the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of device evaluation and device history review. The device was returned to olympus for evaluation. The evaluation confirmed the complaint for broken needle and bent needle device. The broken needle length was confirmed as 4 1/4 inches; the break occurred at the first spiral cut from the weld. The insertion portion was bent, and there was resistance in advancing and retracting the needle. The DHR was reviewed and showed no anomalies at the time of prior manufacturing release. There were no prior complaint trends. There is no identifiable cause, although possible factors may include material defect, spiral cut design leading to stress concentration, and / or the continued use of the bent needle in the clinical event.